Event description:
The reporter stated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens and the trailing haptic became stuck in the cartridge and tore. The icl was removed with no patient injury. The reporter indicated that the cause of the torn haptic was due to loading and cartridge failure. Another same type lens will be implanted at a later date. The patient's current condition is fine.